Manufacturer narrative:
The impacted product was received by the failure analysis lab on (B)(6) 2021. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The identity of the device, previously reported with unknown saline, was revealed with its receipt, the device is a 300cc mentor smooth round moderate profile saline prosthesis. Two 300cc mentor smooth round moderate profile saline prostheses with different lot numbers were returned to mentor. However, it could not be determined which device is the impacted product, and which is concomitant. This is reflected in d4. A manufacturing record evaluation was performed for the finished device 6550728 number, and no non-conformances were identified. Manufacturing date: feb/22/2012. Expiration date: feb/29/2016. A manufacturing record evaluation was performed for the finished device 6619899 number, and no non-conformances were identified. Manufacturing date: aug/09/2012. Expiration date: aug/31/2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent breast augmentation revision with an unknown mentor saline prosthesis experienced spontaneous left sided deflation post procedure. The deflation was diagnosed through a physical examination. As a result, an explant was performed on (B)(6) 2021.

Manufacturer narrative:
The investigation of the impacted product was received by the failure analysis lab on december 1, 2021. The lot number (6550728) was able to be identified through the product investigation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view. In addition, a tear was noted within the crease measuring approximately 0.8 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).